Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
During a follow-up call on (B)(6)2020, the customer reported that the battery continued to deplete quickly, and subsequently the pump shutdown. Reportedly, the customer experienced an elevated blood glucose (bg) of over 600 mg/dl and moderate ketones. A manual injection was administered to address bg. The customer was hospitalized and treated with fluids and manual injections. The customer was released from the hospital around (B)(6)/2019 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.